Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After crossing the lesion with a guidewire, a 5.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced for pre-dilatation. However, during initial inflation, the balloon ruptured due to severely calcified area protruding inside the blood vessel. Subsequently, a 6.0 x 150, 135cm mustang balloon catheter was advanced but the balloon also ruptured during the third inflation due to calcification. The procedure was completed with another of the same device. No patient complications nor injuries were reported.